Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with undefined units of insulin during the load sequence. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.